Event description:
Adverse event(s): "unknown" (no code available). Product problem(s): "irrigation stopped" (inability to irrigate). The surgeon reported irrigation stopped during the procedure, the problem noticed when they switched to vitrectomy setting. The vitreous probe worked, but there was no irrigation. Upon replacing the cassette, the irrigation work again. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).